Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery has no power. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) issue as battery has no power. No patient involvement reported. A getinge field service engineer (fse) remarked as console was not fully engaged into cart, hence the batteries were unable to recharge. Unit was not seated in the cart properly. Customer reseated console into cart, batteries have begun to charge . The unit was left to charge overnight. Follow up this morning iabp is fully charged and functional. Fault not verified.